Event description:
Ous MDR - it was reported that approx. 5 months after the implantation strong fluctuations of shock impedance were noted via home monitoring. The lead was explanted and replaced.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the analysis, fraying of the insulation was found about 16.5 cm distal of the is-1 connector pin. The position and kind of the fraying is characteristic for massive mechanical stress on the lead due to strong pressure onto the generator housing with simultaneous friction against it. This damage can with high probability be regarded as the cause of the clinical complaint. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The further visual inspection showed that the shock coil was deformed, which is probably a result of mechanical stress during the explantation. The analysis showed no other deviations that could be related to the clinical complaint. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.